Event description:
The customer tested her blood glucose and received a reading of 495 mg/dl using her contour meter. She went to the hospital to have her glucose retested and the hospital meter reading was 139 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.